Event description:
It was reported to philips that there was an issue with flexvision pc, intermittent video sync issues. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned/non-emergency treatment was completed as planned by using third party video feed. The philips field service engineer (fse) inspected the system onsite and confirmed that there was malfunction with flexvision pc. The root cause of the issue was due to intermittent video processing chain. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc, by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.